Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen damaged on the device. The device's lcd display would need to be replaced to address the issue. There was no repair made to the device, and it will be scrapped. Additional findings not related to the malfunction/issue was damaged to the rear enclosure and handle. The rear enclosure and handle were replaced on the device.